Event description:
Event description guidant received information that this right atrial transvenous lead was surgically abandoned due to clavicular crush. Another right atrial transvenous lead was successfully implanted. No adverse patient symptoms were reported.